Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-05891. It was reported that the patient has no pain coverage due to patient¿s leads migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on 27sep2023 wherein the leads were explanted and replaced to address the issue. The ipg was also electively replaced. Reportedly, adequate therapy was confirmed postop.

Manufacturer narrative:
Corrected data: health effect - impact code.